Manufacturer narrative:
(B)(4). Device analysis: the analysis results found that the cdh25a device arrived with no apparent damage. The breakaway washer was present and cut and there were no staples present, indicating that the device achieved a full firing stroke. The device was reloaded with staples, a new washer was placed on the device and it was tested for functionality. It fired and formed all the staples as well as completely cut the test media and the breakaway washer without incident. The staple line was complete, and the staples meet the staple form release criteria. The event described could not be confirmed as the device performed without any difficulties noted.

Manufacturer narrative:
(B)(4). Batch # r5at4w. A manufacturing record evaluation was performed for the finished device lot and batch number, and no non-conformances were identified.

Event description:
It was reported that during an esophagogastric anastomosis procedure, no breaking sound of the washer was heard, and the target tissue was not stapled properly though it was cut. Another device was used to complete the case. There were no adverse consequences to the patient. The patient is stable and in the hospital. No further information is available.